Event description:
The tubing connected to the arterial catheter has disconnected from the stopcock. The responsible and experienced nurse noticed when taking samples with the artery needle (located in the left arteria radialis) that the tubing has discovered just near the 3-way stocpcock. The pt is not hurt due to the immediate discovery by the nurse.